Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic hysterectomy, while closing the vaginal vault with the device the suture got snapped from the middle and the needle broke in half. One half of the needle was retrieved, and the other half was in patient¿s cavity which was hard to locate. The total procedure was extended more than four(4) hours as they had to bring the x-ray machine twice to narrow down the exact location of the needle. Finally, they managed to retrieved the other half of needle and closed the vaginal vault with another suture. The scrub nurse at the same time also could not load the needle on the device so she manually loaded, by loading the needle by hand on the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle one was found to be broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.